Event description:
It was reported by a surgeon that the implant that was required for the procedure was not ready in time for the start of the procedure. The procedure was postponed.

Manufacturer narrative:
A review of the manufacturing history confirms no non-conformances were identified. As the investigation is ongoing it is not possible to comment on the root cause of the delayed delivery at this time. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that this custom implant is similar to the mets modular proximal femur implant (k121056).

Manufacturer narrative:
The cause of the uncertainty of the shipment was an overly aggressive commitment date for the manufacture of the implant, which was assigned at the time of order entry, with insufficient detail as to the design requirements of the implant. As a result, stanmore is now committing to manufacturing and release dates for custom implants, after the design requirements are fully understood and documented. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Stanmore implants worldwide will continue to monitor for trends. Date of event was incorrectly recorded as (B)(6) 2014. Common device name corrected from custom distal femur implant to limb salvage system.

Event description:
It was reported by a surgeon that the implant that was required for the procedure was not ready in time for the start of the procedure. The procedure was postponed. This is a supplemental report to 3004105610-2014-00212 ((B)(4)).